Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a renal artery. A non-abbott filter was placed distal to the lesion and a 6.0 x 18 mm herculink elite was successfully deployed. When removing the non-abbott filter, it caught on the stent and the stent became inverted. Two coronary balloon catheters were used to compress the stent against the vessel wall and a 7.0 x 18 mm herculink was used to embed the stent in the vessel wall. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.